Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. Visual inspection noted that the warranty seal was broken and that the housing was damaged - the front panel was not fully attached. The most likely cause for these failures can be attributed to misuse due to a user modification. Functional testing was attempted, however when the ar-6480 arthroscopy pump was turned on, the screen would not turn on. The most likely cause for this failure can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.

Event description:
On 1/9/2024, it was reported by a facility representative via sems-06451631 that an ar-6480 dw arthroscopy pump was not working. The case was completed using a new pump. This was discovered during an unspecified procedure with no reported patient harm. Additional information received on 1/30/2024: this was discovered during a shoulder scope procedure. The date of the procedure is unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.